Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient's tandem t: slim x2 showed egv between 41 to 67 mg/dl. Per documentation, insulin doses were not automatically being adjusted by the insulin pump based on the egv. He started taking sugar. He felt very thirsty and had a dry throat, started stuttering, couldn't talk properly and when he left the house, he was stumbling and couldn't walk properly. He took a fingerstick while at home and it just read high while the egv was low (no value). This happened around 5:00am. So he went to the hospital 3 hours after getting the initial low egv. He took a cab to the hospital. He had urinary incontinence. In the hospital, the pump said "high" while the bg showed 1000 (he doesn't know the egv at this time). He was then admitted in the ICU. He was given a total of 5 IV medications. He stayed at the hospital until (B)(6) 2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - speech disorder. H6: health effect clinical code - incontinence.